Event description:
It was reported that a dexcom g7 sensor experienced a temporary signal loss to the ilet, with readings unavailable for approximately 48 minutes before resuming once the user contacted support; the user-reported blood glucose at the time was 147 mg/dl, and no alerts or alarms were reported. Symptoms included no adverse clinical effects. Outcomes included no functional impairment or need for medical intervention. Investigation included user education and basic troubleshooting conducted by support. Investigation of this case revealed a transient communication disruption between the cgm and the ilet without reproducible malfunction, resolving spontaneously. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent signal interruption related to external or environmental factors.